Event description:
The transplant coordinator reported that a portable driver supporting a ventricular assist device (vad) pt elicted a "low pressure" alarm and then "shut down." The pt changed over to a back up unit without incident, returned to the hosp to deliver the driver with the reported problem and pick-up another back-up unit.